Manufacturer narrative:
(B)(4). The baxter field service engineer (fse) arranged to go onsite to repair the device. As such, the device will not be returned to cts for evaluation. (B)(4).

Event description:
A registered nurse (rn) contacted (B)(4) technical service (cts) to report that the tina single pump machine was having a problem with ultrafiltration (uf) accuracy. The baxter field service engineer (fse) arranged to go onsite to repair the device. As such, the device will not be returned to cts for evaluation. The process step and any report of patient injury or medical intervention are unknown. No further information is available at this time.

Manufacturer narrative:
(B)(4). The actual tina device was evaluated and the reported condition of a uf inaccuracy was confirmed. The root cause of the reported condition was a defective uf regulator. Appropriate corrective action was taken to resolve the issue by performing all the necessary tests, calibrations and repairs. As a specific corrective action, the uf regulator was replaced and the uf was calibrated. The device was tested as per baxter operating procedures and protocols and passed all testing.